Event description:
Unintended balloon rupture and failure: no harm to patient. A cx/om lesion balloon separated after being used 2 previous times and inflated to 18atm. Doctor tried to cross the stent struts into the om to dilate the struts open and met resistance. Then brought in a 5.0 balloon in the cx as well and meet resistance. When he tried to remove the 2.5 nc it separated in the patient. He was able to remove it easily by twisting the balloon and wire together and pulling it into the guide. Then put a balloon into the guide inflated it and used that to pin the broken balloon in the guide and pull it out. Waiting for manufacturer signature on hospital inspection agreement before release of the product to boston.